Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. As received, the front response button switch was non-functional. The cause of the non-functional response buttons is the non-functional switch. The cause of the non-functional switch is corrosion on the front response button, j502 connector and table board. The cause of the corrosion is liquid ingress of an unknown contaminant. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) indicating that the response buttons were non-functional.